Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unk pelvic mesh product on or about (B)(6) 2002 to treat her stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff suffered serious bodily injuries, including extreme pain, erosion of her internal tissue, dyspareunia, disability, mental anguish, and other injuries. It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.